Event description:
It was reported that patient had a cup revision on left side. Cup was revised because the cup wasn't in good position.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had a cup revision on left side. Cup was revised because the cup wasn't in good position.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Minimal patient medical records were provided for review but rejected as they were insufficient for determining a root cause. The event could not be confirmed. The exact root cause of the event could not be determined due to minimal information provided; however, the event description does suggest it is likely due to surgical technique. Further information such as revision operative reports and examination of explanted components would be required in determining a root cause.